Event description:
It was reported by service report that the error 204 was displayed and bed exit and scale was not functioning. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: load cell.